Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the alarms on the central nurse's station (cns) had been silenced after recently losing power. No patient harm was reported. Investigation summary: while troubleshooting the issue it was determined that the alarms were silenced by remote technicians. The issue was resolved by re-enabling the alarms at the cns. There was no device malfunction. The cns was working as intended. A service history for this cns shows this is an isolated incident and there was no recurrence history for this device.

Event description:
The biomedical engineer (bme) reported that the alarms on the central nurse's station (cns) had been silenced after recently losing power.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) recently lost power, and after it was rebooted, several bed tiles were noticed to have the alarm icon turned red and has an "x" over it. The customer stated that the alarms were still are being activated according to the settings on the cns, and there has been no issue with patient monitoring, but they just cannot hear the alarms. Nk clinical spoke to the customer, and it was discovered that telemetry techs working at a remote station had silenced the alarms and did not inform others at this cns. They could only see the banner because it was silenced elsewhere. The orange bell was giving them the remaining countdown after the alarms was silenced. Nk clinical and the biomed that called were able to re-engage the alarm sounds at the cns and all alarms are now sounding and fully working. No patient harm was reported. On 02/25/2021, when the biomed was contacted for concomittant device information, they stated they are not aware of any cnss that went down and the concomittant device information was not provided.nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) recently lost power, and after it was rebooted, several bed tiles were noticed to have the alarm icon turned red and has an "x" over it. The customer stated that the alarms were still are being activated according to the settings on the cns, and there has been no issue with patient monitoring, but they just cannot hear the alarms. Nk clinical spoke to the customer, and it was discovered that telemetry techs working at a remote station had silenced the alarms and did not inform others at this cns. They could only see the banner because it was silenced elsewhere. The orange bell was giving them the remaining countdown after the alarms was silenced. Nk clinical and the biomed that called were able to re-engage the alarm sounds at the cns and all alarms are now sounding and fully working. No patient harm was reported. On 02/25/2021, when the biomed was contacted for concomittant device information, they stated they are not aware of any cnss that went down and the concomittant device information was not provided.